Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose results. The customer's expected fasting blood glucose test result range is 100-150 mg/dl. The customer stated that she is not experiencing any symptoms of high blood sugar and does not need to seek any medical attention. The customer stated that she has not made any recent changes in her exercise regimen, diet, and/or medication. The customer is testing three times a day (fasting) and taking medication for her diabetes (pill form). The customer is storing the meter and test strips in the bedroom. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 163 and 184 mg/dl. The test strip lot manufacturer's expiration date is 6/30/2018 and open vial date is 4/4/2016. The meter memory was reviewed for previous test result history: (B)(6).